Event description:
It was reported that within two weeks of implant the left ventricular (lv) lead was unable to capture at high output. The lead was programmed off, but not replaced. The physician reported difficult patient anatomy at implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m62, lead, implanted: (B)(6) 2014. (B)(4).